Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the sponge detached and was lodged into the working channel of the scope. The procedure was completed with another rx locking device. The scope had to be sent off for repair. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.